Manufacturer narrative:
Additional information was received that the original event was misreported. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer consider reportable.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) was used but the visual indicator window kept showing white/black. The device was to be used with a brite tip sheath, however there was no dilator for the brite tip sheath. The device was removed for safety and hemostasis was achieved by manual pressure. The physician used a 5f 10cm non-cordis sheath instead for the procedure. The sales representative gave a hands-on for safety after the procedure. The device was used in an interventional procedure using a retrograde approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved by manual pressure. There was pulsatile flow observed from the bleed-back indicator. The bleed back indicator was no visibly damaged. There was no damage noted to the indicator window. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The window did not change black-black while pulsatile blood flow was still observed. The deployment lever was no depressed. The indicator window did not show any red color during retraction. The missing dilator was noted during prep. The devices are stored in a locked cabinet. The devices are not being returned for evaluation.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) was used but the visual indicator window kept showing black/black. The device was to be used with a brite tip sheath, however there was no dilator for the brite tip sheath. The device was removed for safety and hemostasis was achieved by manual pressure. The physician used a 5f 10cm non-cordis sheath instead for the procedure. The sales representative gave a hands-on for safety after the procedure. The device was used in an interventional procedure using a retrograde approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved by manual pressure. There was pulsatile flow observed from the bleed-back indicator. The bleed back indicator was no visibly damaged. There was no damage noted to the indicator window. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The window did not change black-black while pulsatile blood flow was still observed. The deployment lever was no depressed. . The indicator window did not show any red color during retraction. The missing dilator was noted during prep. The devices are stored in a locked cabinet. The devices are not being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.